Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a (B)(6) old female patient who had essure (batch no. 12238187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female on (B)(6) 2018, ectopic pregnancy on (B)(6) 2003, depression, anxiety and obesity. Previously administered products included for prevent pregnancy: iud from 2000 to 2003. Concurrent conditions included gastroesophageal reflux disease since 2016 and hypertension since 2009. Concomitant products included cyanocobalamin for fatigue, ibuprofen for migraine headache and ondansetron (zofran) and promethazine for nausea. In 2003, the patient experienced nausea ("nausea"). On (B)(6) 2003, the patient had essure inserted. On (B)(6) 2003, the patient experienced asthenia ("no energy/ felt drained") and mood altered ("easy moody"), 8 days after insertion of essure. On (B)(6) 2003, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ cramp") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2003, the patient was found to have weight increased ("weight gain"). On (B)(6) 2003, the patient experienced migraine ("migraine/headache"). On (B)(6) 2003, the patient experienced alopecia ("hair loss"). On (B)(6) 2003, the patient experienced stress urinary incontinence ("slight cough I would urinate on myself"). On (B)(6) 2003, the patient experienced back pain (seriousness criteria medically significant and intervention required) and bone pain ("bone pain"). On (B)(6) 2004, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2004, the patient experienced fatigue ("fatigue"). On (B)(6) 2005, the patient experienced tooth disorder ("dental problem"). On an unknown date, the patient experienced abdominal pain lower ("lower belly ovaries") and headache ("head hurt"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy-(B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, dyspareunia, bone pain, asthenia, mood altered, stress urinary incontinence, migraine, weight increased, alopecia, tooth disorder, abdominal pain lower and headache outcome was unknown, the dysmenorrhoea and fatigue was resolving and the vaginal haemorrhage, menorrhagia and nausea had resolved. The reporter considered abdominal pain lower, alopecia, asthenia, back pain, bone pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, nausea, stress urinary incontinence, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for essure insertion date - (B)(6) 2003. Current weight (B)(6) lbs. Essure in the left tube with 7 coils visible. Essure in the right tube with no coils visible. Received treatments for- dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), lower back pain, bone pain, no energy, easy moody, vaginal bleeding, menorrhagia, bladder disorder, migraine/headache, nausea, fatigue, dental problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47 kg/sqm. Ultrasound scan vagina - in (B)(6) 2003: essure confirmation test result: not provided. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs and mr received: lot number was added, case become incident, previously reported event injury was deleted, newly added events- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), lower back pain, bone pain, no energy, easy moody, vaginal bleeding, menorrhagia, bladder disorder, migraine/headache, nausea, fatigue, weight gain, hair loss, dental problem, belly ache, head pain, product indication and essure insertion date were updated, essure removal date was added, reporter was added, consumer weight, height, date of birth was added, address were updated, lab data was added, medical history and historical drug was added, concomitant drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a 22-year-old female patient who had essure (batch no. 12238187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female on (B)(6) 2018, ectopic pregnancy on (B)(6) 2003, depression, anxiety and morbid obesity. Previously administered products included for prevent pregnancy: iud from 2000 to 2003. Concurrent conditions included gastroesophageal reflux disease since 2016 and hypertension since 2009. Concomitant products included cyanocobalamin for fatigue, ibuprofen for migraine headache and ondansetron (zofran) and promethazine for nausea. On (B)(6) 2003, the patient had essure inserted. On (B)(6) 2003, the patient experienced asthenia ("no energy/ felt drained") and mood altered ("easy moody"), 8 days after insertion of essure. On (B)(6) 2003, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ cramp") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2003, the patient was found to have weight increased ("weight gain"). On (B)(6) 2003, the patient experienced migraine ("migraine/headache"). On (B)(6) 2003, the patient experienced alopecia ("hair loss"). On (B)(6) 2003, the patient experienced stress urinary incontinence ("slight cough I would urinate on myself"). On (B)(6) 2003, the patient experienced back pain (seriousness criteria medically significant and intervention required) and bone pain ("bone pain"). On (B)(6) 2004, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2004, the patient experienced fatigue ("fatigue"). On (B)(6) 2005, the patient experienced dental caries ("dental problem/dental caries"). On an unknown date, the patient experienced abdominal pain lower ("lower belly ovaries"), headache ("head hurt"), nausea ("nausea"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract problems nos") and anaemia postoperative ("post hysterectomy anemia") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy-(B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, abdominal pain lower, dyspareunia, bone pain, asthenia, mood altered, stress urinary incontinence, migraine, headache, weight increased, alopecia, dental caries, bladder disorder, urinary tract disorder, hormone level abnormal and anaemia postoperative outcome was unknown, the dysmenorrhoea and fatigue was resolving and the vaginal haemorrhage, menorrhagia and nausea had resolved. The reporter considered abdominal pain lower, alopecia, anaemia postoperative, asthenia, back pain, bladder disorder, bone pain, dental caries, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, mood altered, nausea, stress urinary incontinence, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for essure insertion date - (B)(6) 2003. Current weight 255 lbs. Essure in the left tube with 7 coils visible. Essure in the right tube with no coils visible. Received treatments for- dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), lower back pain, bone pain, no energy, easy moody, vaginal bleeding, menorrhagia, bladder disorder, migraine/headache, nausea, fatigue, dental problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47 kg/sqm. Imaging procedure - on (B)(6) 2003: essure confirmation test(s)(unspecified): result unknown. Ultrasound scan vagina - in (B)(6) 2003: essure confirmation test result: not provided. Lot number: 12238187. Manufacturing date: 2003/07. Expiration date: 2004/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events: bladder disorder, urinary tract disorder nos , post hysterectomy anemia, hormonal changes were added. Event: dental problem were updated to dental caries. Lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in a 22-year-old female patient who had essure (batch no. 12238187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain female on (B)(6) 2018, ectopic pregnancy on (B)(6) 2003, depression, anxiety and morbid obesity. Previously administered products included for prevent pregnancy: iud from (B)(6) to (B)(6) . Concurrent conditions included gastroesophageal reflux disease since (B)(6) and hypertension since (B)(6) . Concomitant products included cyanocobalamin for fatigue, ibuprofen for migraine headache and ondansetron (zofran) and promethazine for nausea. On (B)(6) 2003, the patient had essure inserted. On (B)(6) 2003, the patient experienced asthenia ("no energy/ felt drained") and mood altered ("easy moody"), 8 days after insertion of essure. On (B)(6) 2003, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ cramp") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2003, the patient was found to have weight increased ("weight gain"). On (B)(6) 2003, the patient experienced migraine ("migraine/headache"). On (B)(6) 2003, the patient experienced alopecia ("hair loss"). On (B)(6) 2003, the patient experienced stress urinary incontinence ("slight cough I would urinate on myself"). On (B)(6) 2003, the patient experienced back pain (seriousness criteria medically significant and intervention required) and bone pain ("bone pain"). On (B)(6) 2004, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2004, the patient experienced fatigue ("fatigue"). On (B)(6) 2005, the patient experienced tooth disorder ("dental problem"). On an unknown date, the patient experienced abdominal pain lower ("lower belly ovaries"), headache ("head hurt") and nausea ("nausea"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy-(B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, abdominal pain lower, dyspareunia, bone pain, asthenia, mood altered, stress urinary incontinence, migraine, headache, weight increased, alopecia and tooth disorder outcome was unknown, the dysmenorrhoea and fatigue was resolving and the vaginal haemorrhage, menorrhagia and nausea had resolved. The reporter considered abdominal pain lower, alopecia, asthenia, back pain, bone pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood altered, nausea, stress urinary incontinence, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted for essure insertion date - (B)(6) 2003. Current weight 255 lbs. Essure in the left tube with 7 coils visible. Essure in the right tube with no coils visible. Received treatments for- dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), lower back pain, bone pain, no energy, easy moody, vaginal bleeding, menorrhagia, bladder disorder, migraine/headache, nausea, fatigue, dental problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47 kg/sqm. Ultrasound scan vagina - in (B)(6) 2003: essure confirmation test result: not provided. Lot number: 12238187; manufacturing date: 2003/07; expiration date: 2004/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.